Manufacturer narrative:
(B)(4). Patient information not provided/unknown, reporter's last name not provided/unknown.

Event description:
It was reported that the driver (B)(4) fractured at the tip. The procedure was completed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A zimmer long torque hex driver was returned for inspection. The device shows signs of wear consistent with use at the body and square attachment feature. The device is fractured at the hex tip. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer instrument kit system and driva drills¿ 8874 rev 4-07/14; indications. It was reported that the driver fractured at the very end. They were able to remove the fractured portion and complete the procedure. Visual inspection of the device revealed a fracture at the tip. The complaint is confirmed. A root cause for this complaint could not be determined.